Event description:
It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. A review of manufacturing records indicated that the generator underwent the trim test on (B)(6) 2015. Therefore the device was laser routed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about 2 months after implant surgery, the patient came in for an appointment and the generator was checked and the generator battery was found to be unusually low (approximately 25% remaining). It was verified that electrocautery was not used once the generator entered the sterile field. The programming history database was reviewed and no anomalies were noted. Decoded date with battery voltage and percent consumption for available visits on (B)(6) 2015 was reviewed. Based on the available history, it is unclear what the cause of the 25% battery status indicator is which was first observed on (B)(6) 2015. No additional relevant information has been received to date.

Event description:
Additional clinic notes were received in regards to a vns replacement referral for the patient. It was noted the physician was initially concerned when the battery was found to be low in the beginning of this implant, but then it was stable for 6 months. In this set of clinic notes, it was stated the vns was found to be "not working" and the physician received an indication when checking the vns that the device was nearing end of service. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
The physician later reported she believed the reason the patient felt like the vns magnet had not been helping since (B)(6) was due to a "bad vns". An implant card was later received confirming the patient underwent a vns generator replacement due to eos = yes (end of service). Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: "the generator was received by the manufacturer for analysis." This information was inadvertently left off of the supplemental #04 MFR. Report. Device available for evaluation; corrected data: this information was inadvertently left off of the supplemental #04 MFR. Report.

Event description:
The generator was received by the manufacturer for analysis. Product analysis (pa) for the returned generator was completed. The reported allegation of increased seizures could not be evaluated in the pa laboratory. Although the allegation that the magnet was no longer effective could not be evaluated in the pa lab setting, proper functionality of the generator in its ability to provide appropriate programmed output currents can be verified. Testing showed that a magnet activation performed as expected. The reported premature end of life and device failure were duplicated in the pa lab. During interrogation, the pulsedisabled and eos warning were set. The pulsedisabled byte would not reset. Therefore, the system diagnostics and final electrical test could not be performed. The eos condition was confirmed by measuring the battery voltage both inside the generator case and with the generator case removed. The data in the diagaccumconsumed memory revealed that 52.606% of the battery had been consumed. The battery was removed and the pcba was subjected to a postburn electrical test which showed the pcba failed several tests. The residual material on the pcba resulted in increase current consumption (out of specification) for both standby and pulsing modes of operation, and my have been a contributing factor for the reported allegations of "premature end of life" and "device failure".

Event description:
Review of the programming history shows data from (B)(6) 2015, and (B)(6) 2016. The available data was decoded to observe battery voltage and percent consumption. The additional information reviewed showed that the generator battery appeared to be depleting as expected.